Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, on the third inflation at 10 atmospheres for 2 minutes, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient condition was good.